Manufacturer narrative:
Reference number: 1221359-2021-02079, 1221359-2021-02080. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three ( 3) false positive results with the ID now covid_19 assay ( different lot numbers). This MFR. Addresses lot number one (1) of three ( 3). The customer reported a false positive result with the ID now covid-19 assay on a miraclean technology co. Nasopharyngeal swab. Repeat testing was not performed. Pcr confirmation testing on a nasopharyngeal swab was collected on (B)(6) 2021 and generated negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000 / lot 1010033 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1010033 . Test base part number 190-000 / lot 1010033 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1010033 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and have not identified a product deficiency.